Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The biomed reported during testing in the biomed room, when a known working autopulse li-ion battery is installed, the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" error message and the red alert led is illuminated. No patient involvement.